Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown further described as poor surrounding environment with no further details provided. On the same day as onset, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with cefazolin and ceftazidime (250 milligrams, 4 times a day, route not reported). Two days later, the patient's treatment with cefazolin and ceftazidim was discontinued. The following day, the patient began treatment for peritonitis with entinam (200 milligrams, 4 times a day, route not reported) and amikacin (25 milligrams, 4 times a day, route not reported) for peritonitis. Thirteen days later, treatment with entinam and amikacin was discontinued. On the same day, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The patient¿s ethnicity: (B)(6). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).